Manufacturer narrative:
The aforementioned pacemaker was received for an analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the pacemaker was subjected to an electrical incoming inspection. In agreement with the complaint description the pacemaker was unable to be interrogated. However, a warning message was displayed indicating an inconsistency in the data of the device. The pacemaker operated in the safety backup mode. Therefore, the pacemakers memory content was inspected. The inspection revealed that the device switched into the safety backup mode on march 25, 2015 as a result of the detection of invalid memory content. Using a technical programming tool the invalid memory content was corrected during the further course of the analysis. Subsequently, the pacemaker was proved to be fully functional. By design, the pacemaker performs self checks and is equipped with the ability to detect and repair invalid memory content. However, in the case of multiple invalid memory areas, the device cannot correct the memory content and switches into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver antibradycardia therapies. Upon interrogation a device status error message appears to notify the user. The activation of the safety backup mode does not indicate a material or manufacturing problem. This is supported by the fact that after a manual correction of the invalid memory areas, the ram application was operating as expected. The ability of the device to deliver therapies was verified. The antibradycardia pacing pulses proved to be normal and in amplitude and frequency as programmed. There was no indication of a device malfunction. In conclusion, the clinical observation resulted from invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem. Biotronik monitors the post market performance of its products closely in order to identify any trends that may reveal over time a potential manufacturing or design issue. The historic performance of the product involved in the current case does not at this point reveal any such trend.

Event description:
This device was explanted because it was unable to be interrogated. Should additional information be received, this file will be updated.